Event description:
It is reported that the pt is experiencing post-operative dislocation.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, heights, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the info provided. The part numbers and lot numbers of the products are unk; therefore the manufacturing records, complaint history could not be reviewed. No devices or photos were received; therefore the condition of the components is unk. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.